Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 200 mg/dl. The caller did not observe any significant events leading to the alarm, stating that the insulin pump had not been dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis. She also reported that the customer's most recent blood glucose was high at 500 mg/dl. The customer advised that he treated by disconnecting from the insulin pump and treating with manual injections.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The functional testing could not be performed due to the unresponsive keypad. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.